Manufacturer narrative:
Visual analysis of the returned device found the handle was not broken. The inner sheath and basket/wire assembly was detached and removed from the coil/handle assembly. The coil/handle assembly was received damaged. The side car-rx was found torn at the proximal end. The pull wire was found kinked and broken; the proximal broken section of the pull wire was not returned. Additionally, the sheath was found torn and buckled. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the failure side car-rx torn, pull wire kinked, sheath torn and buckled. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure pull wire broken by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable cause of this complaint is operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. However, the handle broke, leaving the basket with the entrapped stone stuck in the common bile duct. A sohendra lithotripter device was used but was unsuccessful in crushing the stone or disengaging the tip of the basket. Therefore, the procedure was not completed, and the patient was immediately sent to surgery on the same day to remove the trapezoid rx basket and the entrapped stone. The patient's condition at the conclusion of the surgery was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a stone. However, the handle broke, leaving the basket with the entrapped stone stuck in the common bile duct. A sohendra lithotripter device was used but was unsuccessful in crushing the stone or disengaging the tip of the basket. Therefore, the procedure was not completed, and the patient was immediately sent to surgery on the same day to remove the trapezoid¿ rx basket and the entrapped stone. The patient's condition at the conclusion of the surgery was reported to be good.